Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened domes witch on the up arrow button. The lcd connector was inspected and no anomaly was noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the b button was not responding. Insulin pump will be replaced.